Event description:
It was reported that the iab was inserted in a pt in cardiogenic shock. After 15 minutes of pumping, the distal 1/3 of the balloon was not unwrapping or inflating, so the iab was removed. The pt was taking coumadin and developed a large site hematoma. There were no other reported complications.